Manufacturer narrative:
Event date was reported as (B)(6) 2019.

Event description:
It was reported that the patient experienced a cardiac arrest. It was reported via social media that during a left atrial appendage (laa) closure procedure involving a watchman device, the patient had a cardiac arrest. The patient recovered, but "has not been the same since."